Manufacturer narrative:
The insulin pump had no button response and button error alarm due to corroded keypad traces.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a button error alarm. The customer reported that the buttons were unresponsive. The customer's blood glucose was 600 mg/dl at the time of incident. The customer stated that she treated the high blood glucose. The customer stated that a button might have been pressed for 3 minutes or longer. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.